Event description:
Procedure: pancreas (proximal pancreaticoduodenectomy). According to the report: after the surgery, bleeding under 200cc was noted. A re-operation was needed to correct the issue. Bleeding occurred around the anastomosis. The doctor assumed the anastomosis was done properly, and the cause of the bleeding was unk. Nothing fell into the pt cavity, and no transfusion was necessary. There was no tissue damage reported, and no further pt info provided. Add'l info noted on 12/01/2009.

Manufacturer narrative:
.